Event description:
It was reported the patient experienced ineffective and uncomfortable stimulation. It was also reported the patient declined reprogramming. Additionally, the patient plans to have a MRI. The patient will consult with the physician regarding surgical intervention to address these issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.